Event description:
The facility reported that two caregivers were lifting the resident from a bed to check her weight. Upon raising the resident, when full weight of the resident was on the lift, the clip broke with the resident just inches off the bed. The two caregivers lowered the resident and removed her from the lift. (B) (4).

Manufacturer narrative:
The device was examined by an arjo investigator and was found to be in good condition and working to OEM specifications. The sling was identified as an extra large size standard sling. The labels were almost completely washed out. However, the washing symbols were still visible. The clip shows a breakage line from the left of the keyhole slot to the right. From the edge of the break, it looks like it was a bent-over break. The investigator noted he inspected other slings at the facility which had already been taken out of service. These other slings had deformed clips. They appeared to be almost melted. All of the inspected slings were very worn and in poor condition. Internal testing has found that in normal intended use of the sling and lift device, the possibility of a clip breaking is highly unlikely. When an outside mechanical force is put on the sides of the clip, a fracture such as that seen with the clip involved in this incident appears. This type of pressure can occur outside of normal use, e.g., during the washing and drying process, most notably during dry pressing. The damage to the molten-looking clips seems to point to high temperatures, which typically can be reached in machine drying. The guidelines for the use of the sling state: washing temperature is 80 degrees celsius. Do not iron - do not dry press. No machine drying. Based on the info received, the manufacturer has concluded the most likely cause of the clip breaking and causing the pt to drop was the use of mechanical pressure outside of normal use. The manufacturer recommends retraining of the lift operators to the operating and product care instructions and the instructions for use of the sling.